Manufacturer narrative:
Samples received: 1 needle and a piece of thread with a part of the needle. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no in stock in b. Braun surgical's warehouse. The involved needle has been received for analysis. The used needle sent back shows some marks near the breaking area. We can see some impacts due to a needle holder on this area. The instructions for use specifies the needle must not be hold by the drilled area. Needle bending strength results of the involved needle returned from customer has been analyzed and the results are 26.25 nxcm in minimum, fulfilling the product specifications of 23.5 nxcm in minimum. Reviewed the needle batches manufacturing records, the results for bending strength were 27.32 and 26.40 nxcm in minimum, fulfilling the product specifications of 23.5 nxcm in minimum. As informed in the instructions for use of the product: care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending or breakage. In this case, the handling of the needle is probably the root cause of the broken channel end of the needle. Final conclusion: although the results of the used sample received fulfils b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the used needle received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that during a laparotomy, the needle broke where the thread was crimped. As a solution, the device was replaced by another of the same reference. There were no clinical consequences for the patient but there was a loss of time in the service because it was necessary to do an x-ray to check that there is no remaining pieces in the patient. This is the first time that this type of incident has been declared for this reference.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.